Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was due bacterial infection. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory injection for peritonitis. The patient outcome was not reported. At the time of this report, the patient had discontinued pd therapy. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.